Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was displaying an error 5 message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012 at 10:35am. According to the csr's documentation, five minutes before the alleged meter issue occurred, the patient reportedly was experiencing symptoms of "sluggish, mentally not clear", and ten minutes after the alleged product issue occurred, the patient consumed food and/or drink as self-treatment. The patient denied testing her blood glucose with another device. During troubleshooting, the csr verified the patient was not using the subject meter for the first time, she was using the correct test strips at the time the alleged issue occurred, the test strips properly drew in her blood sample, and she was using the proper testing procedure per owner's booklet recommendation. However, the alleged meter issue remains unresolved. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There is no indication of a delay in treatment. However, this complaint is being reported because the alleged issue remains unresolved.

Manufacturer narrative:
The test strips involved with this complaint have been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the primary complaint was confirmed, an er5 message was observed while testing the strips with control solution and a secondary issue was also noted, where the beak on the test strip vial was found to be broken. Lifescan (lfs) has requested the return of the meter for evaluation. If the meter is returned lfs will evaluate it and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.